Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp), the backup battery storage capacity of the device is low after charging.

Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The parent complaint (B)(4) is being cancelled as it was created in error as it is duplicate to complaint # (B)(4). The incident was determined to be a duplicate report to complaint 1220021 (authority mfg report number (2249723-2025-0000781). As a result, no follow up emdr is necessary. Please cancel in your database. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only